Event description:
Dr was attempting a bone biopsy of the l4 vertebrae on a large pt. The procedure is quite difficult. He managed to go into the bone quite easily but used the palm of his hand to screw the needle in. Once the biopsy was taken he tried to remove the needle by holding onto the "wing hubs" and screwing back. The needle stuck in dense bone so he tried to use small forceps, the hub then detached from the metal needle. As he still hadn't removed the needle the pt was sent to theatre where a larger pair of forceps were used to remove the needle. The pt remained in hosp overnight and no permanent damage has been reported.